Event description:
Hi (B)(6), facility reported on (B)(6) 2020 at approximately 14:44:00 the ventilator is failing "flow sensor calibration" test. They reportedly tried a new breathing circuit, flow sensor, expiratory valve membrane and housing and the problem still occurred.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective inspiration valve. In consequence (correction) the defective inspiration valve was replaced. There was no patient or user harm.